Event description:
The reporter stated that "the product was found leaking depriving the pt of fluid and soaking the bed. The pt was given more fluid and was not harmed". This was reproted by hosp to medex medical.